Manufacturer narrative:
Inspection of the device found no damages or defects that would contribute to skin irritation or swelling. The cause of the reported skin irritation and swelling could not be determined.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the site was red and swelling.